Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The reported issue could failure analysis investigations could not replicated or confirmed. The visual inspection did not reveal any damage. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly and the instrument passed the energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test and the instrument was fully functional. No product issue was found. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.